Event description:
It was reported that when extracorporeal circulation started, the surgeon stated that arterial blood circuit looked darker than usual. The customer thought that blood may not have been oxygenated, so the customer increased gas volume and fio2, and monitored the patient condition. At that moment, po2 was about 60, and saturation was 80. At the start of extracorporeal circulation, gas flow was about 2 liter, and fio2 was about 50-60. Gradually, the color of the blood returned to normal. Po2 was 300, saturation 100, and fio2 b normal at 50-60. Extracorporeal circulation was completed. At this point, gas flow was approximately 3.5 liter. The patient blood flow was 4 liter. Ref.: (B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted if add'l info becomes available.